Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 230 mg/dl after a recent infusion set change, while the ilet pump reportedly functioned as intended with no alerts or alarms, and troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no clinical impact beyond transient hyperglycemia. Investigation included user interview and device use review. Investigation of this case revealed no device malfunction or component failure and suggested that the event was possibly related to routine glycemic variability following an infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.